Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4236-1051-7979 on a vitros 4600 chemistry system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros na+ lot 4236-1051-7979 performance issue is not a likely contributor to the event. A slide cartridge related issue is not a likely contributor of the event as the initial and repeat results from the vitros 4600 system were obtained from slides from the same reagent cartridge. However, an individual slide related issue could not be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4236-1051-7979. An instrument related issue is not a likely contributor of the event as diagnostic precision testing performed on the vitros 4600 chemistry system was within ortho acceptable guidelines. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(4).

Event description:
The investigation determined that a non-reproducible, higher than expected vitros sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4236-1051-7979 on a vitros 4600 chemistry system. Patient sample result of >250 mmol/l vs an expected result of 129.1 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected result was not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).